Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explanted five years ago. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc 2108 50m, serial: (B)(4), batch: 15185/ 15480.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure. The explanted devices were disposed.